Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl due to needing settings adjustments. In order to address low bg, customer required assistance from husband who provided juice until bg rose. Reportedly, the customer reverted to an alternate method of insulin therapy.